Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The computer was replaced to resolve the issue. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the navigation system was unresponsive during the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue with the navigation device occurred during a tumor resection procedure. The site opted to abort navigation due to the issue, and the procedure was completed without using navigation. There was no delay to the procedure.

Manufacturer narrative:
Device evaluation: the computer was returned to the manufacturer for further evaluation. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen. The cranial application and exams started and ran normally, and no unresponsiveness was observed during burn-in testing. The computer passed testing with no errors. There was no failure found with the returned computer. If information is provided in the future, a supplemental report will be issued.